Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The treatment and outcome of the peritonitis event were not reported. The action taken with pd therapy was not reported. No additional information was available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).